Manufacturer narrative:
Device evaluated and repaired by distributor/specification developper. Device was not available to the OEM manufacturer (B)(4).

Event description:
It was reported that the brakes had a reduced/inadequate brake capacity on a fl23se hospital bed. There was no patient involvement, no adverse event reported.